Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to extreme fatigue and was found to have electrolyte imbalance issues. The right ventricular (rv) lead was found to have t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.